Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The customer stated that he woke up and the compromised force sensor system alarm was there. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer had to go to work and he will be called back later for further troubleshooting. No products were returned or shipped.